Event description:
It was reported that an asymptomatic patient received inappropriate therapy shocks due to post-sensed t-wave oversensing. The oversensing was noted on a stored egm. The patient was found to have electrolyte imbalances. Programming changes were made and the oversensing was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.